Event description:
It was reported there were two layers of labels on the outer package of products. The expire date on the two labels are different.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx4609 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample analysis, labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: two photographs of a microez microintroducer kit were returned for evaluation. An initial visual observation of one of the returned photographs showed the kit label with the lot number refx4609 and the expiration date 2024-02-29. The other returned photograph showed another kit label underneath the kit label which displayed an expiration date of 2022-09-30. A review of the lot production history showed that this corresponded to original lot number refr1897. The event of re-labeling for lot refx4609 is known and confirmed, the complaint of a mislabel is unconfirmed, as the product meets specification. A component within the alleged kit(s) is a supplied component and, once clarification of the expiration date of this supplied component was received from the supplier, the expiration date of the kit as a whole was recalculated and updated accordingly via re-labeling of the kit(s). Re-application of an updated kit label is an acceptable practice per manufacturing procedures, as long as the new label completely covers the outdated and incorrect label. The label positioned on the top contains the most correct and up-to-date information regarding the contents of the kit and should be the information referenced when using the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported there were two layers of labels on the outer package of products. The expire date on the two labels are different.